Event description:
A patient reported experiencing inaccurate low results with an otbe meter. The patient's blood glucose results were 148 mg/dl vs. 218 lab. Tests were done within 11-20 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.